Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: 544116. Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4).